Manufacturer narrative:
On 1/22/2020, mentor received additional information regarding the revision surgery and the replacement devices. The patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implant prostheses (catalog #: 3503751bc, left serial #: (B)(6), right serial #: (B)(6)). On 2/6/2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device , no apparent damage was observed. Leak testing was performed, and it revealed a leakage from the tubing. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 275cc mentor siltex round spectrum (catalog #: 3542440m, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with a 275cc mentor siltex round spectrum prosthesis and experienced postoperative left-sided deflation. The patient experienced the deflation in 6th week expansion process of her left tissue expander. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with unspecified implants on (B)(6) 2019.